Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer required assistance and an ambulance was called however, no further information was provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.